Event description:
Tibial lengthening over intramedullary nails". Author: r. D. Burghardt et al., the purpose of this study was to compare the results and complications of tibial lengthening over an intramedullary nail with treatment using the traditional ilizarov method, 17 patients underwent 19 ilizarov tibial lengthenings. It was documented on the paper that the 17 patients developed superficial pin infections and were treated successfully with cefazolin.

Manufacturer narrative:
It was reported from a literature review that the patient developed superficial pin infections treated successfully with cefazolin. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The senior author communicated that pin tract infections are part in parcel with limb lengthening. They occur with all external fixators, and are an expected part of the process and they are all complications that are related to the lengthening, but not to the hardware (tsf) specifically. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.